Event description:
It was reported that the patient presented remotely to the clinic via (B)(6) transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
New information received on 15 july that the noise over sensing on right ventricle (rv) lead had recurred and led to pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2025 by dr.(B)(6).

Event description:
New information received that the patient presented to clinic for follow up on (B)(6) 2025 with re-occurrence of noise over sensing which had led to pacing inhibition on the right ventricle (rv) lead. The rv lead was explanted and replaced with a new lead on (B)(6) 2025. The patient was stable throughout the procedure. Additional noise over sensing on atrial lead which was explanted then replaced on the same rv lead explant procedure was reported.